Manufacturer narrative:
The hill-rom technician found the tape strips were stuck. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2012. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the tape strips to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed alarm was inaudible. The bed was located at the account in medsurg. There was no patient/user injury reported. (B)(4).